Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately november of 2021 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7079730. UDI: (B)(4).

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs). The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The explanted device will not be return as it was not released by the facility.